Manufacturer narrative:
We were notified that this device was not at eri status and there was actually no complaint on this device. This MDR was opened in error. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 29 months and 125 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial, right ventricular and farfield channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the amount of charge taken from the battery was verified and the battery condition was found to be normal and as expected. The current consumption was also normal. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in all three channels. However, a thorough analysis of the ICD proved the device to be fully functional. Furthermore, the analysis revealed that the device has not yet activated the eri battery status. The mos1 battery status was as expected.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 29 months and 125 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial, right ventricular and farfield channels. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the amount of charge taken from the battery was verified and the battery condition was found to be normal and as expected. The current consumption was also normal. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in all three channels. However, a thorough analysis of the ICD proved the device to be fully functional. Furthermore, the analysis revealed that the device has not yet activated the eri battery status. The mos1 battery status was as expected.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted and replaced due to eri status. Should additional information become available, this file will be updated.